Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018. MFR report #2031642-2018-02477 is a duplicate of an event previously reported under MFR report #2031642-2018-02338. Any additional information will be submitted under the initially reported MFR#2031642-2018-02338.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen malfunctioned on delivery. There was no patient involvement. The event date was not specified; estimate used.